Event description:
As nurse touched the side of the bassinet, and tried to pull it towards her, the drawer slid open, and the bassinet tipped over. The nurse caught the bassinet as it touched the floor. On the left handle of the bassinet (there are handles on both sides) is a warning that was cemented onto the metal, which states a??when using bassinet, it should be moved from left to right only, not front to backa??. It looks like an after market label. Five bassinets of this type were removed from service.